Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. Investigation result: the reported gaia second guide wire was returned with its concomitantly used caravel catheter for evaluation. The returned gaia second guide wire was found inserted inside the caravel catheter. The distal segment of the guide wire was protruding approximately 50 mm from the caravel catheter tip. Microscopic observation of the caravel catheter tip found scratch marks due to contact with a relatively hard object and trace of twisting. The distal ball tip was also observed at the very distal end of the gaia second guide wire. Microscopic observation of the distal segment of the gaia second guide wire found that the outer coil was fractured at the mid solder, which is set at 45 mm from the tip for the purpose of fixing the outer coil onto the core wire. The outer coil was found unraveled, distally gathered, stretched, and fractured distal to the proximal fracture end. The core wire was found exposed at the fracture end of the outer coil. At the fracture ends of the outer coil on both the proximal and distal sides, relatively flat fracture surfaces were observed, indicating that fracture was attributed to torsion generated when the outer coil was loosened. Based on the observation of the fracture ends of the outer coil of the returned gaia second guide wire, it was concluded that the entire guide wire was returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that torsional stress generated with guide wire manipulation might have been locally applied to the subject gaia second guide wire while the guide wire tip was caught due to anatomical and lesion conditions. Consequently, the outer coil was significantly loosened at the mid solder and unraveled, increasing the resistance with the caravel catheter. As the tip segment of the caravel catheter was deformed due to additional guide wire and/or catheter manipulation, the two devices got stuck to each other. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720degrees) in the same direction. [Malfunction and adverse effects]. - separation or breakage of the guide wire.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a severely calcified lesion with mild bending in the proximal segment of the left main trunk. An asahi gaia second guide wire was used together with an asahi caravel microcatheter. The caravel microcatheter could no longer be advanced in the lesion and became stuck to the gaia second guide wire inserted inside. The gaia second guide wire and the caravel microcatheter were withdrawn together as a single unit. A runthrough floppy guide wire (terumo) was used, and successful lesion crossing was achieved.